Event description:
Additional information received from the patient reported the circumstances that led to the therapy being turned off were accidental. The patient was able to walk, stand and write better off even though the stimulation was turned off but the neck pulling hurt. The painful pulling on their neck and shoulder area had ¿somewhat, yes¿ been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v541025, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information was received from the patient that reported they had a loss of stimulation. The patient had recharged to 100% 4 days prior to report and it was still at 100%. The patient checked the device with the programmer and found the device had been turned off. They were using the patient programmer (pp) after a recharging session when they felt the loss of therapy. The stimulation on/off was unrelated to positional movement. No trauma or falls were reported. There were no recent medical tests or electromagnetic interference (emi) exposure. They had checked their device with the pp. The patient had pulling that was painful in the neck and shoulder area and it was a sudden change in therapy/symptoms. It showed the stimulation was off and so they turned the stimulation on and that resolved the reported issue. The symptoms did not resolve immediately on call but the reason for the ins battery level not depleting was resolved on the call. The patient's symptom control was good prior to the ins being turned off and the patient was asymptomatic prior to that time as well. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what the circumstances that led to the therapy being turned off were and had their symptoms resolved. If additional information is received, a follow-up report will be submitted.